Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. The physician reported that the patient died due to left ventricular dysfunction. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that following the deployment of this 31 mm transcatheter bioprosthetic valve, the patient became hypotensive. Medications were administered with minimal response and an intra-aortic balloon pump was inserted. Transesophageal echocardiogram (tee) revealed the valve implant depth at 8-10 mm with mild to moderate paravalvular leak (pvl) and mild aortic regurgitation. An attempt was made to adjust the valve positon using a snare, with no success. Following the procedure, the intra-aortic balloon pump was left in place due to a 30% ejection fraction. The physician reported that three days post valve implant the patient died due to left ventricular dysfunction.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per corevalve IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The valve implant depth was 8-10 mm with mild to moderate paravalvular leak (pvl) and mild aortic regurgitation per transesophageal echocardiogram (tee). Paravalvular leak in this case, most likely was due to sub optimal position as the valve implant depth was at 8-10 mm, as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.